Event description:
It was reported that the patient faced tape not sticking event on (B)(6) 2026.

Manufacturer narrative:
E1: event city:(B)(6) event country: poland name: medtronic minimed country: united states of america street: (B)(6). City: (B)(6) state: (B)(6) zip code:(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: (B)(4).